Event description:
Information received by medtronic indicated that down button was unresponsive and had to push hard for it to respond. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that the buttons were not working. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that block mode was inactive and an alarm was not in progress at the time the button was unresponsive also bolus menu is available. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the pump resets and the display is glitchy and went blank. Complained experiencing high bg. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was monitored. No blank display or glitchy display noted during testing. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power anomalies noted during testing or in the pump trace download. No pump error 53 alarms noted during testing. However, the formatted history file confirmed the pump alarmed pump error 53 alarm (line number 24582 file number (B)(6)) on (B)(6) 2021 12:10:58.000 due to moisture damage to the pcb1 board as per global logic analysis (B)(4). Intermittent response from all buttons due to moisture damage to keypad traces. Unit passed the keypad voltage test. No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Pump passed functional testing. No blank display or glitchy display noted during testing. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. Confirmed the pump alarmed pump error 53 alarm (line number 24582 file number (B)(6)) on (B)(6) 2021 12:10:58.000 due to moisture damage to the pcb1 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.